Event description:
Emt's responded to a person, complaining of shortness of breath and semi-consciousness. The pt was examined by emt's and found to have severe congestion, bilateral edema of the feet, sob, elevated temperature and was diaphoretic. The pt was loaded into the ambulance and transported to the hosp. Approximately 4-5 blocks from the hosp, the pt went into cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes but, according to the reporter, the device alarmed connect electrodes when it attempted to analyze the pt's rhythm. The pt was transported to the hosp ER and diagnosed in asystole when a cardiac monitor was connected but pt outcome is unknown. The reporter indicated that if the pt died, the device did not cause or contribute to the death because time to treatment at the hosp was less than a minute from the time of the alleged malfunction.